Manufacturer narrative:
Secondary intervention. Eval: results: migration, aortic neck dilatation. Eval: conclusion: aortic neck dilatation.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an 8.5 cm abdominal aortic aneurysm approx 50 months ago. Aneurysm and vessel morphology at the time of implant were not available. It was reported that the pt was being watched for the last 1.5 years for migration of the stent graft. The stent graft was found to have migrated distally 3.5 cm due to a dilated aortic neck. The aortic neck measures 26 mm in diameter at the level of the renal arteries and it is 32 mm in diameter 15 mm distally without the presence of an endoleak. There was no aortic neck angulation present and the aneurysm size remained at 8.5 cm. The physician elected to repair the stent graft migration with two aortic cuffs from another MFR. On the right side the physician could not see the hypogastric artery because the iliac artery has become diseased. The physician elected to implant a talent 16 x 85 mm iliac limb to extend the iliac stent graft on the right side. There are no add'l clinical sequelae reported, and the pt was reported to be fine.